Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that communication failure occurred and "image went out and back on" occurred because contacts in the printed circuit board were oxidized. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center encountered intermittent image and had severe noise or flicker that the endoscopic image was not visible. The issue was found during preparation for use in a diagnostic examination. There was a 5 minute delay and the patient was under local anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device evaluation was performed by a third-party service provider and found the contacts inside the printed circuit board were oxidized, contact socket connector, socket and memory battery required replacement due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.